Event description:
(B)(4) received a report from a peritoneal dialysis (pd) nurse who stated that a home patient (hp) is having problems with the transfer set. The nurse stated that the transfer set was leaking at the end of the connector where it attaches to the patient line; the nurse saved the sample of the transfer set. The hp was given (B)(6) and a culture was drawn on (B)(6) 2009; the result came out (B)(6). (B)(4) reported that the hp went to the hospital due to stomach pains and cloudy effluent and was admitted. The cell count results looked normal and no growth was observed on the culture. The hp was discharged and the events of stomach pains and cloudy effluent were considered resolved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of leaking transfer set was confirmed during evaluation of the returned sample. Functionally, the titanium adapter was hand tightened without any difficulty. The transfer set was visually inspected and was noted that both occluder feet were broken at the top. During visual inspection, it was noted that there was no indication of possible overtorkng.